Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress..

Event description:
This is a spontaneous report by a nurse from the USA of peritonitis regarding a (B)(6) male homechoice peritoneal dialysis (pd) patient. During a call with baxter customer services, the reporting nurse stated that on an unknown date in 2010, the patient developed peritonitis. On (B)(6)2010, the patient was hospitalized due to the peritonitis. On an unreported date in 2010, a peritoneal effluent culture was performed which was positive for candida albicans. It was unknown whether the patient received remedial treatment. On unreported dates in 2010, the patient was discharged from the hospital, pd therapy was withdrawn, and the patient was transferred to hemodialysis. At the time of reporting, the patient was recovering from the event of peritonitis with culture positive for candida albicans. Medical history included end stage renal disease (esrd), hypertension, and pneumonia. Per the nurse, the event of peritonitis was not related to pd therapy but was caused by an airborne yeast.

Manufacturer narrative:
(B)(4). Sample not available.baxter has received similar reports for the reported problem.